Event description:
The customer reported that during an hiv-1 p24 antigen assay, a sample barcode in position h10 was misread. Summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched. This report is being issued slightly beyond the 30-day requirement.